Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint.

Event description:
The hospital reported that the system was unable to drive the bellows resulting in a loss of mechanical ventilation. There was no report of patient injury.